Manufacturer narrative:
The device model involved in this MDR report is not approved in the u.s.; however, it is similar to reply dr or sr models approved under p950029.

Event description:
Reportedly, the subject pacemaker was attempted to implant for a patient with complete av block. The ventricular lead was inserted first and positioned on the high ventricular septum. Normal threshold and r wave amplitude were obtained by a pacing system analyzer. Pacing rate controlled by the analyzer was decreased to 30min-1, however, spontaneous rhythm was not appeared. It was then appeared after a while (around 30bpm). In order to secure back-up pacing, atrial lead was temporally inserted in the ventricle and connected to a temporal pacemaker. The ventricular lead position was moved from high ventricular septum to the apex. The ventricular lead was then connected to the temporal pacemaker, and the atrial lead was positioned to the right atrium. Pacemaker was programmed to ddd mode, pacing rate 60/130min-1 and ventricular sensitivity 10mv (to avoid cardiac arrest due to oversensing). The ventricular lead had to be connected to this pacemaker quickly because there was a risk of no spontaneous rhythm after disconnecting from the temporal pacemaker ; therefore, the screwdriver was already inserted into the slot for quick lead connection. The physician accidently insert the ventricular lead into the atrial port, so he pulled it out from the atrial port and re-inserted into the ventricular port. The ventricular setscrew was then tightened. However, ventricular capture failure was confirmed leading to cardiac arrest. When the physician put the pacemaker into the pocket, unipolar-like pacing spikes and ventricular capture were observed. The physician took the pacemaker out from the pocket ; ventricular capture failure was occured again and cardiac arrest was observed. At the occurrence of cardiac arrest, the physician was holding the device can. The pacemaker was put in the pocket again and interrogated by the programmer. When changing the pacing polarity from unipolar to bipolar, ventricular capture failure was started and cardiac arrest was observed. The ventricular lead was disconnected from the pacemaker and connected to the analyzer for ventricular pacing. Connection failure was suspected, however the setscrew was screwed/unscrewed several times, and also considering the risk for the patient, a new pacemaker was implanted instead. The subject pacemaker will be returned for analysis and to investigate the cause of ventricular capture failure with bipolar setting.

Event description:
Reportedly, the subject pacemaker was attempted to implant for a patient with complete av block. The ventricular lead was inserted first and positioned on the high ventricular septum. Normal threshold and r wave amplitude were obtained by a pacing system analyzer. Pacing rate controlled by the analyzer was decreased to 30min-1, however spontaneous rhythm was not appeared. It was then appeared after a while (around 30bpm). In order to secure back-up pacing, atrial lead was temporally inserted in the ventricle and connected to a temporal pacemaker. The ventricular lead position was moved from high ventricular septum to the apex. The ventricular lead was then connected to the temporal pacemaker, and the atrial lead was positioned to the right atrium. Pacemaker was programmed to ddd mode, pacing rate 60/130min-1 and ventricular sensitivity 10mv (to avoid cardiac arrest due to oversensing). The ventricular lead had to be connected to this pacemaker quickly because there was a risk of no spontaneous rhythm after disconnecting from the temporal pacemaker ; therefore, the screwdriver was already inserted into the slot for quick lead connection. The physician accidently insert the ventricular lead into the atrial port, so he pulled it out from the atrial port and re-inserted into the ventricular port. The ventricular setscrew was then tightened. However, ventricular capture failure was confirmed leading to cardiac arrest. When the physician put the pacemaker into the pocket, unipolar-like pacing spikes and ventricular capture were observed. The physician took the pacemaker out from the pocket ; ventricular capture failure was occured again and cardiac arrest was observed. At the occurrence of cardiac arrest, the physician was holding the device can. The pacemaker was put in the pocket again and interrogated by the programmer. When changing the pacing polarity from unipolar to bipolar, ventricular capture failure was started and cardiac arrest was observed. The ventricular lead was disconnected from the pacemaker and connected to the analyzer for ventricular pacing. Connection failure was suspected, however the setscrew was screwed/unscrewed several times, and also considering the risk for the patient, a new pacemaker was implanted instead. The subject pacemaker will be returned for analysis and to investigate the cause of ventricular capture failure with bipolar setting.